Event description:
During testing of the pacing function with a simulator, it was reported that the device locked up when the nurse adjusted the current. It was also reported that the device gave the "sensing lead null" message on the code summary strip, there was no pt use associated with the event.

Manufacturer narrative:
(B) (4): physio-control will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.